Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked at the 3/8" - 1/4" reducer at the cvr outlet. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.